Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they received compromised force sensor system alarm during rewind and reservoir fill. The customer's blood glucose was 200 mg/dl at the time of incident. The customer stated that the insulin was not dropped or bumped. The customer stated that the drive support cap was normal. The customer was advised that the insulin pump will need to be replaced. The customer was also advised to disconnect from the insulin pump and revert to back-up plan. The customer stated that they have been using manual injections. The insulin pump will be returned for analysis.

Manufacturer narrative:
The insulin pump alarmed during the prime test due to faulty force sensor resistor. The insulin pump was received with cracked reservoir tube lip, cracked battery tube threads, case cracked at the display window corner, minor scratched lcd window and scratched reservoir tube window.